Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (> 3 kohm). However, during the latest follow up on (B)(6) 2010, normal measurement was obtained.